Manufacturer narrative:
Migration is a known potential risk of any bone graft material, including autograft. The current IFU package insert lists migration of the graft material as a potential adverse event, and there is also a statement of risk about the potential need to revision surgery. Note: the regulatory/quality staff at lifehealthcare did not become aware of this product incident that occurred in (B)(6) 2017 until the much later date in (B)(6) 2018. Once lifehealthcare became aware, they documented it and reported it to cerapedics.

Event description:
Graft of a bone cyst in the right femur performed on (B)(6) 2017. The cyst was curretted and packed with I-factor flex fr, 50mm and the wound was closed. On (B)(6) 2017, the patient presented to lcch with blistered and discharging wound infection. I-factor granules were seen in the discharge. The wound was washed out and redressed. X-rays taken show graft material tracking through the soft tissues to the skin. The treated bone cyst appeared to be united. The wound has since healed and is asymptomatic.